Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. The user commented that he was careful for activating output of the device without grasping anything while the grasping section is closed. Considering the evaluation result of the device, omsc concluded that the ptfe pad was worn and partially separated possibly due to activating output of the device continuously after the tissue separated while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
During a resection of retroperitoneal neoplasm, the subject device was used. After about 40 minutes of use, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat. There was no patient injury reported.